Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The standalone board was returned to the manufacturer for evaluation. Visual inspection on the board passed. It was found that there was no output on the board and two of the fuses were open.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that power was not being received by the x-ray relay and standalone board. To resolve the reported issue, the relay and standalone board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board and relay have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system gantry would not open. The site began to normally open the gantry door when the imaging system was then restarted by the user and then gantry regained normal functionality. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.